Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection at 10x microscope magnification revealed that the lens was cut off in half. A substance that appears to be viscoelastic (ovd) was observed in the sample. Also, the visual inspection revealed surface residuals (fiber/particles) on the lens compatible with handling the lens non-sterile environment. No cosmetic defects related to manufacturing were found in the returned lens. Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that after implanting a zcb0000205 intraocular lens (iol) the surgeon used an ora aberrometer. The readings obtained suggested using a different diopter power. The incision was enlarged and the iol cut out. An exchange was performed during the same procedure. The report indicated the patient has recovered. There were no quality issues with the device.